Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. Two external abrasions were revealed proximal to the suture sleeve tie impressions consistent with friction to the device can. One abrasion had breached the optim sheath only. The other abrasion had breached the cable lumen; the cable coating was also found abraded in this location. The exposure of the cable conductor contributed to the noise reported. Electrical testing did not reveal any indication of conductor fractures or internal shorts.

Event description:
During a follow-up, there was an episode of noise on the right ventricular lead. During the explant procedure there was insulation damage noted on the rv lead. The lead was explanted and replaced and the patient was stable.